Event description:
It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a hyperglycemic event. The patient reported that the cgm was reading consistently between 120-230 mg/dl. No bg meter comparison values were taken. The patient began experiencing weakness, confusion, and difficulty breathing. The patient was hesitant to go to the emergency room (ER) due to the flu outbreak. The patient did not provide himself and with medication at this time. On (B)(6) 2026, the patient stated his condition worsened to the point where the patient could not stand (loss of muscle control). The patient¿s wife called 911 and when ems arrived, the patient was unsure if a bg meter reading was tested. He was treated with IV fluids and transported to the ER. At the ER, the patient¿s bg meter reading was tested but he could not recall the value. No cgm value was reported at this time either. The patient was diagnosed with dka and treated with IV dextrose and IV insulin to stabilize his bg levels. The patient was hospitalized for seven days. At discharge, the patient was still experiencing weakness. At the time of report. The patient was still undergoing physical and occupational therapy due to the continued weakness. Data has been received but is pending evaluation. A follow up report will be submitted upon completion. No additional event or patient information is available.

Manufacturer narrative:
(B)(4). H6 medical device problem code - 3191 - patient was unable to identify device issue therefore a more specific code could not be selected. Diabetes mellitus is a known cause of diabetic ketoacidosis.

Manufacturer narrative:
(B)(4).

Event description:
Subsequent to the initial MDR, additional information became available. It was reported that an adverse event occurred. The wearable was inserted into the arm. On (B)(6) 2026, it was reported that the patient experienced a hyperglycemic event. The patient reported that the cgm was reading consistently between 120-230 mg/dl. No bg meter comparison values were taken. The patient began experiencing weakness, confusion, and difficulty breathing. The patient was hesitant to go to the emergency room (ER) due to the flu outbreak. The patient did not provide himself and with medication at this time. On (B)(6) 2026, the patient stated his condition worsened to the point where the patient could not stand (loss of muscle control). The patient¿s wife called 911 and when ems arrived, the patient was unsure if a bg meter reading was tested. He was treated with IV fluids and transported to the ER. At the ER, the patient¿s bg meter reading was tested but he could not recall the value. No cgm value was reported at this time either. The patient was diagnosed with dka and treated with IV dextrose and IV insulin to stabilize his bg levels. The patient was hospitalized for seven days. At discharge, the patient was still experiencing weakness. At the time of report. The patient was still undergoing physical and occupational therapy due to the continued weakness. It was reported that an unknown error occurred. Data was returned but will not confirm the issue or determine a probable cause. The allegation and a probable cause could not be determined. No additional event or patient information is available.